Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy, seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, seroma-late and capsular contracture, baker grade IV.

Event description:
Patient reported pain, swelling and rupture for right side. Later, healthcare professional reported capsular contracture baker grade IV, moderate amount of peri-implant fluid, slightly prominent lymph nodes in the right axillary extension and creases/folding of implant for right side. The device remains implanted.